Manufacturer narrative:
Product event summary:the right atrial (ra) lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves), with intermittent atrial undersensing was also present on the recorded electrograms.

Event description:
It was reported that the patient experienced syncope and a possible inappropriate shock from the right ventricular (rv) lead possibly due to far-field r waves and occasional atrial undersensing on the right atrial (ra) lead. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and a possible inappropriate shock due to the device failing to withhold therapy for far-field r waves and occasional atrial undersensing on the right atrial (ra) lead. The device and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.